Event description:
It was reported the patient is under sensing in the ventricular lead and unable to do a sensing test in the bipolar configuration. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.